Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with fasting tests results of 98 mg/dl on (B)(6) 2016 at 10:30pm and 251mg/dl on (B)(6) 2016 at 10:30pm. The customer's expected fasting blood glucose test result range is 130 to 180mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016 a back to back blood test was performed by the customer fasting and produced test results of 251mg/dl and 98mg/dl. The test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is (B)(6) 2016. Customer called and stated that her true metrix air device is displaying numerous error messages. Ran a blood test- meter displayed e-0. After verifying sample size was too small, customer ran another blood test- meter displayed 251 mg/dl. Customer stated she would like to compare results and ran another blood test- meter displayed 98 mg/dl. During trouble shooting I verified that the customer is removing test strips from its original container and storing them together in the container she is currently using.